Event description:
It was reported by service report that the back of the recliner frame has broken and can no longer support a pt's weight . The customer could not determine whether there was pt involvement or if adverse consequences occurred.